Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the battery received with the device had low voltage, resulting in the condition that was reported. It was also noted that the lower case was broken, the upper case was damaged and contaminated, both bail covers, ring cover, both bails, ring, two case screws and ring cover screw were missing, the battery contacts were compressed and the serial number label was cut.

Event description:
It was reported that at power on, the external pulse generator (epg) display was scrambled, and it failed the self-test. The epg was returned for repair. There was no patient involvement.